Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an accolade stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: "index implantation of a press fit triathalon thas is confirmed. The laboratory results demonstrated an elevated esr at 37 and a normal crp at 6.9. Two separate results for serum cobalt levels were reviewed, one from (B)(6)2022 at 99 and the other from (B)(6)2023at 91. The mars MRI showed fluid behind the right greater trochanter but no definitive evidence of pseudo tumor. The bone scan was negative." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is experiencing pain and elevated metal ion levels. A review of the provided medical records by a clinical consultant confirmed elevated cobalt levels but was unable to determine root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Correction: d6a

Event description:
As per the medical review: "the patient presented to her surgeon in (B)(6)2022 with left groin and hip pain along with back pain. A bone scan was ordered along with labs. These were reviewed with patient in (B)(6)2022. Elevated cobalt levels in a patient with bilateral press fit thas is confirmed."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown trident shell; cat# unknown; lot# unknown. Unknown liner; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device remains implanted.

Event description:
As per the medical review: "the patient presented to her surgeon in (B)(6) 2022 with left groin and hip pain along with back pain. A bone scan was ordered along with labs. These were reviewed with patient in (B)(6) 2022. Elevated cobalt levels in a patient with bilateral press fit thas is confirmed."